Event description:
It was reported that a large volume folfusor took longer to infuse its contents than expected. The expected infusion time was 24 hours; however, infusion took 48 hours to complete. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). This lot was manufactured from february 23, 2015 ¿ february 24, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.